Manufacturer narrative:
Customer informed siemens that they injected heparin into analyzer prior to injecting sample. Customer was advised that injection of heparin into analyzer could dilute sample and impact results. Trace log from instrument was reviewed by manufacturer and indicated that dilution of the sample was the likely cause of the low reported results.

Event description:
Customer reported that he believed analyzer was reporting abnormally low sodium, potassium and ionized calcium results. Results were not reported. No unnecessary medical procedure was performed. No treatment was withheld as a results of this incident. There was no impact to patient health.